Event description:
The complaint is reported as: "the ra-04020 catheter within kit, was placed in the operating room on (B)(6) 2022, with no complications. 2 days later, respiratory therapy was asked to assess failed/failing arterial line, with report that it leaked during flushing. Also noted poor waveform, without pressure reading. Attempted to draw blood & noticed a small amount of blood leaking at puncture site. Removed dressing and noted that catheter was kinked at hub. Withdrew catheter slightly to examine further, and noted another kink approximately 1/2 cm distal to the first kink. Blood oozing from kink at hub. Attempted to flush using pigtail, and observed clear fluid spraying from side of catheter at kink. When flushing stopped, blood again oozed from catheter. Catheter was immediately removed and replaced without issue." No patient injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.